Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a pm service, the fse found the batteries failed runtime test, and therefore replaced both batteries. The fse performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical use. The initial reporter name: is a getinge employee who has different contact details from that of the event site. Details: telephone number: (B)(6). The initial site's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)".

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery run test. There was no patient involvement and no adverse event was reported.